Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument did not operate as the surgeon wanted due to a defective front tip. The customer felt some resistance even when it was operated outside. A back-up instrument was opened, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site's nurse and obtained the following additional information about the complaint: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer. Issue occurred when surgeon was attempting to manipulate instruments from surgeon side console (ssc). The failure was unrelated to an inability to move the instrument at all (static). The movements of surgeon scaled appropriately to the instrument. The movement was not in the intended direction. It was stated that no matter which direction the surgeon tried to move it, the wrist bent and moved on its own. The timing of instrument movement was appropriate. There was no shakiness and/or friction observed. There wasn't any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The issue was resolved by using a backup same dv instrument. The drape lot number was unknown. There was no injury. The device was inspected prior to use with nothing out of ordinary observations. The instrument was available for return. There were no photographic images or video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h11 for follow-up information.